Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatments. Further evaluation of the electrode belt was prevented due to a biohazard risk presented by the equipment. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of 14 treatment shocks on (B)(4) 2017. Details surrounding the treatments were unknown. The patient had previously ended use due to receiving a heart transplant. Review of the downloaded flag and ECG data indicates that the device first detected vt at 230 bpm at 8:05:09 pm on (B)(6) 2017. The response buttons were pressed and the device delivered the first treatment at 08:09:47 while the patient was in vt. The post shock rhythm remained polymorphic vt. A second treatment was delivered at 08:10:49. The pre and post-shock rhythm remained vt. At 08:11:21 the lifevest delivered a third shock while the patient was in nsvt. The post-shock rhythm was vt. Between 08:11:52 and 08:18:20 the lifevest delivered shocks #4 through #9 while the patient remained in vt. The shocks were unable to convert the rhythm. Lifevest shock #10 was delivered at 08:19:11 while the patient was in nsvt. The post-shock rhythm was vt. Lifevest shocks #11 through #13 were delivered between 08:22:15 and 09:36:32 while the patient was in nsvt. The post-shock rhythms remained nsvt. The final lifevest treatment was delivered at 09:43:03 while the patient was in vt. The post-shock rhythm remained vt. The response buttons were used intermittently throughout the event. It is unknown who was pressing the response buttons. The patient survived the event and later received a heart transplant. There is no indication of any serious injuries resulting from the treatment event.